Manufacturer narrative:
Other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that programming around electrode 0 was not successful. Electrode 0 was the reference and was causing the high impedance. They did not have any other information regarding its cause. It was noted that the leads were not replaced during the replacement surgery and the rep didn't consider this a manufacturing issue. The patient was happy with her therapy and was awaiting follow-up with the (B)(6) team to assess the therapy¿s continued effectiveness. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97712, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that during an intra-op replacement (normal battery depletion; no report of abnormalities with therapy prior to procedure) the new ins electrodes 1, 2, 6, and 7 were over 10000 ohms, so they wiped leads down, reinserted into ins and then tested with mltc/external neurostimulator (ens) with same results. The rep then ran impedances again in mtlc and all 16 electrodes were showing greater then 10,000 ohms. The rep stated they tested at 0.7 to 3v and were seeing impedances greater than 40,000 ohms and this was after wiping down leads or switching mltc 4 or 5 times. The rep indicated that after initial reading of contacts 1, 2, 6, and 7 being high, each subsequent test, either in mltc or new ins was showing all contacts were high. Impedances were tested at 3.0v with results showing: ref 0 - most are contacts are 40,000 with 4, 5, 6 in 30,000 range ref 6 - contact 0 is 36,000 but rest are between 1000-2000 ref 7 - contact 0 is 40,000 but rest are between 1000-2000 ref 8 - contact 0 is 40,000 but rest are around 1500 range ref 14 - contact 0 is 40,000 but rest around 1300 range leads were then connected back to new ins, but caller was getting no telemetry response with ins when using 8840. The rep then stated ins is in surgical field and there isn¿t any x-ray/imaging around. Technical services (ts) suggested to cover telemetry head with hand to shield any interference from or lights. The rep decided to restart 8840 at which point it was able to interrogate the ins and rep believed it hadn¿t been working because it was still thinking the ens was attached. The rep ran impedance at 3v which showed the same trend as when leads were in mltc when checking different electrodes on both leads, contact 0 continued to be high but all other combinations were normal. Rep stated the physician did use saline during procedure and caller could see they were handling electrodes with their fingertips. Caller indicated they would proceed without being able to use contact 0 for programming. No further complications were reported. No patient symptoms were reported.